Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient was admitted to emergency room on (B)(6) 2026 due to low blood glucose.the length of hospitalization was less than twenty-four hours. The blood glucose level was 61mg/dl at the time of event and the patient has taken carb. No further information is available.